Event description:
It was reported that during the implant attempt, the left ventricular lead was introduced into the coronary sinus and advanced to the target cardiac vein under fluoroscopy. The lead was unstable upon the sheath removal. The lead was repositioned to a different target vein with the same result. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.